Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Time clock changed properly. No frozen screen noted. All of the buttons functioned properly. No damage was found on the keypad assembly noted. Inspected the lcd connector and no unlocked connector was noted. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had frozen display. Customer's blood glucose at time of incident was unknown. Customer stated that there is no response from any button, time clock didn't change and it happened during normal use. Customer inserted a new battery and buttons is not ok. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.